Event description:
The customer reported over 10 mls of diluent leaked from the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the I-beam tubing was cut at pinch valve (vl41) of the differential mix chamber. The fse replaced the cut tubing at pinch valve (vl41) which resolved the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).